Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and all tests on the machine were conducted once. It was found that the negative pressure was insufficient. Three tests were carried out, and the results were all insufficient negative pressure. It was determined that it was necessary preventive maintenance kit-5000 hour. The fse replaced the 5000 hour maintenance kit. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had an alarm during use, the automatic inflation failed, and the device could not be used. There was no injury reported.